Manufacturer narrative:
Concomitant medical products: 5086mri45 lead implanted: (B)(6) 2014; 429678 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was told by a healthcare professional from the clinic, that based on the most recent transmission, the cardiac resynchronization therapy defibrillator (crt-d) is losing battery life at a rapid pace. Follow up yielded no information. The device remains in use. No patient complications have been reported as a result of this event.